Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('tightly coiled segments of shiny gray metal are encountered at the bilateral cornua; grossly consistent with essure contraceptive') and fallopian tube perforation ('the left essure device was seen protruding from the left fallopian tube and removed') in an adult female patient who had essure (batch no. (763644, 748499)-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, chronic cervicitis and uterine leiomyoma. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation and heavy menstrual bleeding outcome was unknown. The reporter considered device breakage, fallopian tube perforation and heavy menstrual bleeding to be related to essure. The reporter commented: left: 1 coil seen protruding beyond the ostium, right: 3 coils seen beyond the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: no visualization of either fallopian tube. Essure devices are seen over both hemipelves. Pathology test - on (B)(6) 2016: it is a 9.2 x 5.6 x 5.2 cm uterus, with attached cervix and separately received, non-designated fallopian tubes, as well as a separate irregular, rubbery pink-tan tissue piece. Without the tubes or separate fragment, the specimen is 198 gm. The shiny pink-tan uterine serosa is without grossly significant adhesions. The 4.5 cm long cervix is up to 5.4 cm in maximum dimension. There is multifocal, surgical disruption of the shiny pink tan ectocervical mucosa. Similar disruption is noted at the gaping, central 1.7 cm os. The 5.5 x 3.1 cm triangular uterine cavity has a lush, glistening tan endometrial lining up to 0.8 cm focally. It has a delimited interface with the pink-tan myometrium, which is up to 3.2 cm in greatest thickness. Rare foci of course trabeculation are noted, immediately subjacent to the endometrial cavity. There are two circumscribed, rubbery nodules identified. One is intramural and .measures 0.3cm in greatest dimension. The other is pedunculated, arising at the apex & it is subserosal. It is upto 5.5 cm maximally. Both have bulging, gray-tan cut surfaces, with the larger demonstrating a whorled quality. Focally disrupted, but tightly coiled segments of shiny gray metal are encountered at the bilateral cornua; grossly consistent with essure contraceptive devices. The first tortuous, fimbriated fallopian tube is 5.9 x 1.0 cm. It has shiny purple to pink serosa, with scattered paratubal cysts up to 0.5 cm. They appear filled with thin, cloudy fluid. A few delicate, membranous adhesions are also seen. There is no intraluminal component of the aforementioned medical device present. The second tortuous, fimbriated fallopian tube is 4.4 x 1.0 cm. It has focally disrupted, shiny pink-tan serosa. There is no intraluminal component of the aforementioned medical device present. The separate, irregular tissue piece is 2.0 x 1.2 x 1.0 cm. The cut surfaces appear to contain vasculature. No masses are seen.. Lot numbers reported (763644 & 748499) are inv. Most recent follow-up information incorporated above includes: on 24-nov-2021: update of information (batch is invalid). We received an invalid batch number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('tightly coiled segments of shiny gray metal are encountered at the bilateral cornua; grossly consistent with essure contraceptive') and fallopian tube perforation ('the left essure device was seen protruding from the left fallopian tube and removed') in an adult female patient who had essure (batch no. 763644, 748499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, chronic cervicitis and uterine leiomyoma. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation and heavy menstrual bleeding outcome was unknown. The reporter considered device breakage, fallopian tube perforation and heavy menstrual bleeding to be related to essure. The reporter commented: left: 1 coil seen protruding beyond the ostium, right: 3 coils seen beyond the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: no visualization of either fallopian tube. Essure devices are seen over both hemipelves. Pathology test - on (B)(6) 2016: it is a 9.2 x 5.6 x 5.2 cm uterus, with attached cervix and separately received, non-designated fallopian tubes, as well as a separate irregular, rubbery pink-tan tissue piece. Without the tubes or separate fragment, the specimen is 198 gm. The shiny pink-tan uterine serosa is without grossly significant adhesions. The 4.5 cm long cervix is up to 5.4 cm in maximum dimension. There is multifocal, surgical disruption of the shiny pink tan ectocervical mucosa. Similar disruption is noted at the gaping, central 1.7 cm os. The 5.5 x 3.1 cm triangular uterine cavity has a lush, glistening tan endometrial lining up to 0.8 cm focally. It has a delimited interface with the pink-tan myometrium, which is up to 3.2 cm in greatest thickness. Rare foci of course trabeculation are noted, immediately subjacent to the endometrial cavity. There are two circumscribed, rubbery nodules identified. One is intramural and measures 0.3cm in greatest dimension. The other is pedunculated, arising at the apex & it is subserosal. It is upto 5.5 cm maximally. Both have bulging, gray-tan cut surfaces, with the larger demonstrating a whorled quality. Focally disrupted, but tightly coiled segments of shiny gray metal are encountered at the bilateral cornua; grossly consistent with essure contraceptive devices. The first tortuous, fimbriated fallopian tube is 5.9 x 1.0 cm. It has shiny purple to pink serosa, with scattered paratubal cysts up to 0.5 cm. They appear filled with thin, cloudy fluid. A few delicate, membranous adhesions are also seen. There is no intraluminal component of the aforementioned medical device present. The second tortuous, fimbriated fallopian tube is 4.4 x 1.0 cm. It has focally disrupted, shiny pink-tan serosa. There is no intraluminal component of the aforementioned medical device present. The separate, irregular tissue piece is 2.0 x 1.2 x 1.0 cm. The cut surfaces appear to contain vasculature. No masses are seen. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('tightly coiled segments of shiny gray metal are encountered at the bilateral cornua; grossly consistent with essure contraceptive') and fallopian tube perforation ('the left essure device was seen protruding from the left fallopian tube and removed') in an adult female patient who had essure (batch no. (763644, 748499)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, chronic cervicitis and uterine leiomyoma. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation and heavy menstrual bleeding outcome was unknown. The reporter considered device breakage, fallopian tube perforation and heavy menstrual bleeding to be related to essure. The reporter commented: left: 1 coil seen protruding beyond the ostium, right: 3 coils seen beyond the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: no visualization of either fallopian tube. Essure devices are seen over both hemipelves. Pathology test - on (B)(6) 2016: it is a 9.2 x 5.6 x 5.2 cm uterus, with attached cervix and separately received, non-designated fallopian tubes, as well as a separate irregular, rubbery pink-tan tissue piece. Without the tubes or separate fragment, the specimen is 198 gm. The shiny pink-tan uterine serosa is without grossly significant adhesions. The 4.5 cm long cervix is up to 5.4 cm in maximum dimension. There is multifocal, surgical disruption of the shiny pink tan ectocervical mucosa. Similar disruption is noted at the gaping, central 1.7 cm os. The 5.5 x 3.1 cm triangular uterine cavity has a lush, glistening tan endometrial lining up to 0.8 cm focally. It has a delimited interface with the pink-tan myometrium, which is up to 3.2 cm in greatest thickness. Rare foci of course trabeculation are noted, immediately subjacent to the endometrial cavity. There are two circumscribed, rubbery nodules identified. One is intramural and .measures 0.3cm in greatest dimension. The other is pedunculated, arising at the apex & it is subserosal. It is upto 5.5 cm maximally. Both have bulging, gray-tan cut surfaces, with the larger demonstrating a whorled quality. Focally disrupted, but tightly coiled segments of shiny gray metal are encountered at the bilateral cornua; grossly consistent with essure contraceptive devices. The first tortuous, fimbriated fallopian tube is 5.9 x 1.0 cm. It has shiny purple to pink serosa, with scattered paratubal cysts up to 0.5 cm. They appear filled with thin, cloudy fluid. A few delicate, membranous adhesions are also seen. There is no intraluminal component of the aforementioned medical device present. The second tortuous, fimbriated fallopian tube is 4.4 x 1.0 cm. It has focally disrupted, shiny pink-tan serosa. There is no intraluminal component of the aforementioned medical device present. The separate, irregular tissue piece is 2.0 x 1.2 x 1.0 cm. The cut surfaces appear to contain vasculature. No masses are seen.. Lot numbers reported (763644 & 748499) are not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 1-dec-2021: quality safety evaluation of ptc. We received a not valid batch number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.